Event description:
In 2005, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp per medwatch report dated 08/14/2008. The reported incident involved a knee arthroscopy procedure performed in 2008. "When drapes removed, dr observed a tract like appearance on the medial aspect of the pt's left knee (operative leg). She described it as looking like an " inside out burn". Severity and treatment of burn was not provided. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No.

Manufacturer narrative:
The device was not returned to the MFR, therefore, a complete investigation cannot be performed. There are no similar reports for this lot. The user facility was contacted on 9/08/2008, 9/12/2008 and 9/17/2008. No response has been rec'd to date regarding the usage of the device, and availability of the device for investigation. No conclusion can be made.